Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2014-02996 & 07599).

Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2006. Subsequently, patient alleges elevated metal ion levels. There has been no reported revision to date. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper election or positioning of components.¿ number 10 states, ¿fretting and crevice corrosion may occur at interfaces between components.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿

Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2006. Subsequently, patient alleges elevated metal ion levels. There has been no reported revision to date. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. Patient's legal counsel reported that patient underwent revision procedure on (B)(6) 2014 allegedly due to pain, elevated metal ion levels, inflammation, swelling, loss of mobility, disability, damage to surrounding bone/tissue, and lack of mobility. Patient's legal counsel reports a pseudotumor, dehiscence of posterior capsule, thickened tissue, fluid, and adverse tissue reaction were allegedly noted during the revision procedure. Patient's legal counsel further reports patient's blood was tested on an unknown date in 2014 and on (B)(6) 2014.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date in 2006. Subsequently, patient alleges elevated metal ion levels. There has been no reported revision to date. This report is based on patient allegations and the allegations are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Follow up attempts to obtain additional information pertaining to event details and product identification are in process. Should additional information be received, biomet will forward a supplemental report to the FDA. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Manufacture date ¿ unknown.

Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2006. Subsequently, patient alleges elevated metal ion levels. There has been no reported revision to date. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. Patient¿s legal counsel reported that patient underwent revision procedure on (B)(6) 2014 allegedly due to pain, elevated metal ion levels, inflammation, swelling, loss of mobility, disability, damage to surrounding bone/tissue, and lack of mobility. Patient¿s legal counsel reports a pseudotumor, dehiscence of posterior capsule, thickened tissue, fluid, and adverse tissue reaction were allegedly noted during the revision procedure. Additional information received in the patient's revision operative report noted the reason for the revision on (B)(6) 2014 was adverse tissue reaction. Operative report further noted a large pseudotumor over the lateral aspect of the trochanteric region, which was excised and extensive debridement performed. Revision operative report confirmed the dehiscence of posterior capsule, thickened tissue and fluid. Lack of bony ingrowth into the acetabular cup was also noted in the revision operative notes. The modular head was removed and replaced and the acetabular cup was removed and replaced with competitor cup and liner.